Manufacturer narrative:
Of the 12 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to moisture ingress. During investigation for unrelated complaints, there were 23 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 12</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-71 years of age and between 15 and 230 pounds. Of the reported patients, 4 were male, 8 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 2 instances of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.